Event description:
The customer reported that the collimator was closing all the way when booted up. This would render the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was recalibrated and re-aligned. The system was then found to be operating as intended.